Event description:
Patient reported right side rupture via mammogram. The device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as 2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.